Event description:
The customer stated that her blood glucose readings had been higher than usual when testing with her contour meter. She also alleged that she performed a control test and received a result higher than 300 mg/dl. The normal control range was not provided, but should be around 106-147 mg/dl. No adverse events were alleged. Control solution was sent to the customer since she disposed of her bottle. No product will be returned at this time.